Event description:
Customer reported via phone, the insulin pump was not working. Customer keeps trying to rewind and insulin is inserted then the device alarms no delivery. Customer is using a smaller reservoir and the piston can't get far enough. Customer's blood glucose was 405 mg/dl. Troubleshooting for no delivery was performed and device didn't alarm during manual prime. Customer was advised the device was working as designed. No troubleshooting was performed for high blood glucose. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.